Manufacturer narrative:
Reported event of failure to interrogate was not confirmed. Visual inspection of the device found the helix to be within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly, device was able to establish communication throughout the whole analysis. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during the implant procedure of an aveir dr system that the right atrial leadless pacemaker (ralp) and right ventricle leadless pacemaker (rvlp) were unable to be interrogated. The procedure was withdrawn, and a competitor product was successfully implanted. There were no patient consequences.